Event description:
On 8-4-98 an ams 700 penile prosthesis was removed by dr, due to product malfunction. Approx 2-3 wks ago, according to pts history, the prosthesis malfunctioned. The implant was placed in 1994 in reporting institution.